Manufacturer narrative:
Implantable neurostimulator. (B)(4).

Event description:
The patient reported that she had fallen on her back and at that point, lost stimulation on (B)(6) 2016. The patient attempted to have the implantable neurostimulator (ins) looked at, however it was depleted. The manufacturer representative (rep) showed the patient how to perform a pmr and the patient went home to complete it. The patient reported overstimulation had occurred today after a couple physician mode recharges (pmr) were performed. The patient experienced overstimulation and painful spasms in all four extremities after recovery from the overdischarge. The patient did not press the on/off button. The last recharge session was reported to be three to four days ago. The manufacturer talked the fire chief through stopping the overstimulation. When trying to turn stimulation off, the fire chief reported seeing power on reset (por) on the patient programmer (pp) when trying to turn stimulation off. The caller used the pmr feature to turn off stimulation, and the patient felt relief. The patient stated she may or may not charge more before seeing the health care professional (hcp). The change in stimulation was noted to be sudden. The rep later reported that the patient's ins was in overdischarge and therapy had stopped. The rep later reported on (B)(6) 2016 having done a pmr on (B)(6) 2016. It was discussed that the patient would need to charge the implantable neurostimulator (ins) to ¼ full, and the rep would need to use the clinician programmer to clear the por prior to the patient going home. Later that day, the rep reported that they had charged to ¼ full and the por had been cleared. The patient was going to charge throughout the day, and meet with the rep to check settings and turn on stimulation. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.